Manufacturer narrative:
Device passed displacement test, rewind and basic occlusion test. No motor error alarm noted. No motor position encoder error alarm noted in alarm history screen. Device was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Device had a stained keypad overlay, stained address/serial number label and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a motor error alarm during a bolus delivery. Customer's blood glucose was 600 mg/dl. Device was able to rewind. During troubleshooting, customer was unable to access the alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.